Event description:
During an incident in 2002 involving a pt complaining of chest pains, this defibrillator was used with monitor pads and shut down after a few minutes with no warning prompts. The unit was powered-on again and the same thing happened. They then used another defibrillator with the same experience. The pt was transported to a hosp with chest pains and shortness of breath